Event description:
Event was reported by a call placed to the hot line. The perfusionist (ccp) stated that 'when they attempted to pump the pump would not "inflate the balloon." The ccp said that the balloon volume was at 2.5. They decided to exchange the console and now this pump pumped without complication. The clinical support specialist was asked "what the possible cause could have been" the css told the ccp that it was possible that the helium driveline connector may not have been fully inserted in the first pump, and thus the pump was not able to recognize the volume. The css also walked the ccp through the calibration process for the fos catheter. The ccp thanked the clinical support specialist for his help. There were no reported pt complications.